Event description:
Subsequent to the final report, additional information was provided. The pilot guide wire became stuck with an unspecified device during use. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Additional information: device code 1528 was added. It is possible that interaction with the guiding catheter resulted in the reported difficult to remove. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a 190 cm balance middleweight (bmw) universal ii guide wire there was resistance with a guiding catheter during advancement, peeling and an overall dissatisfaction with the guide wire. It was confirmed under fluoroscopy that there was no foreign material left inside the patient. A non-abbott guide wire was then used to successfully complete the procedure. There were no adverse patient effects reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided.

Event description:
Subsequent to the initial report, a correction was made. An unspecified pilot guide wire was used and not a bmw universal ii guide wire in this case. No additional information was provided.